Event description:
It was reported that the patient presented for an initial implant of an atrial leadless pacemaker (alp). Post-operation, it was noted the ventricle was being inappropriately paced by the alp. A chest x-ray (cxr) confirmed the alp was dislodged and embolized to the ventricle. The alp was explanted and replaced. The patient was stable throughout the procedure.